Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came into clinic for a regular scheduled visit and episodes of non-sustained oversensing was observed. The egms show undersensing on the discrimination channel. Programming changes were discussed. The patient was asymptomatic, and stable and being monitored via merlin.net. Decision was made not be bringing the patient in to make any programming changes and will continue to monitor.